Event description:
While the pt was undergoing ercp for attempted stone removal, the basket being used to remove the stone became lodged in the pt's ampulla and could not be removed. The scope was removed, but the cable and basket were left in place. The cable was taped to the pt's face for future access. A mechanical lithotriptor was obtained in an attempt to crush the stone and remove the basket. The cable was threaded through the handle of the mechanical lithotriptor, and the handle was turned. In the process, the cable and 2 of the 8 wires in the basket broke, leaving the basket and part of the cable in the pt. Attempts to pull the wires with forceps and to pass a second basket to crush the stone were unsuccessfuly, and surgical removed was required.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.